Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Five unopened samples were received for analysis. Product code ep8732h. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Two needles and one suture outside the packaging were received for analysis. The product code ep8732h is double armed. During the visual inspection of the needles, the swage and attachment areas appeared to be as expected. The barrel hole was examined under magnification, revealing remnants of suture in one of the needles. The suture was inspected, and one end was noted to be crushed and cut likely by a surgical instrument. The opposite end exhibited the expected insertion mark. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Based on the current condition of the returned sample, no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/8/2025 h6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested the following was obtained: - how many devices demonstrated the alleged deficiency? 3 - were there any unexpected outcomes or complications resulting from the prolonged surgery time? No - how long, in minutes, did the surgery prolong? 20 minutes - which tissue was being sutured when the event occurred? Mammalian artery with coronary artery - was additional dissection required in other organs/tissues other than the target tissue? Mammalian artery - was there any change in the patient¿s post operative care due to the prolonged procedure? No - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections.my10093226 - please provide the source or name of person providing answers to follow-up questions: (B)(6) (vascular surgeon) the following information was reported: was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> unknown, action taken when event occurred? --> used other sutures, was procedure successfully completed? --> yes, were fragments generated? --> yes, if yes, were they removed easily without additional intervention? --> yes, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no, is the patient part of a clinical study --> unknown a device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an coronary artery bypass procedure on (B)(6) 2025 and suture was used. The needles have detached from the suture during the anastomosis. There were no patient consequences reported. Additional information was requested.